Event description:
It was reported that the patient experienced atrial tachycardia/flutter. The pulse generator exhibited automatic mode switching episodes. Intermittent atrial undersensing was observed. The device was reprogrammed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.